Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was physical abuse. Device evaluation of monitor sn (B)(4) was completed. The reported problem (adjust belt alarms) was confirmed. Upon investigation the monitor was unable to properly communicate with an electrode belt. The cause for the failure was isolated to a defective esd3 diode array on the computer/analog pca. The root cause for the defective esd3 diode array could not be positively identified. No adverse event resulted from the defective electrode belt and monitor.

Event description:
A us distributor returned a patient's monitor and electrode belt and reported that the patient was receiving frequent adjust belt alarms and that the electrode belt cables were damaged.